Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer's blood glucose (bg) level displayed as high with high ketone levels. Healthcare provider identified the ketone level as dangerous. Reportedly, issue occurred with multiple pump supplies. Customer administered a manual injection to address bg level. Customer received third party assistance from their mother and pediatric healthcare team was called. Customer's mother is a nurse and customer was treated with insulin injections as well as consumed fluids. The customer reverted to manual injections for insulin therapy.